Event description:
Caller states this order doesn't look defective but some needles wouldn't deliver a dose and her lantus insulin pen doesn't press downward. She has to change it to a new needle a few times before she gets to administer her medicine.